Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2014, the manufacturer received user facility report 4500180000-2014-9001 from the (B)(6)indicating "date of death: (B)(6) 2014." "Primary cod: nervous system: neurological dysfunction. Death due to device malfunction: unknown." Per the clinical consultant, the patient did not have an autopsy. It was reported that the patient had sepsis, although it is not clear what type of infection it was. The hospital does not believe the patient's death to be device or therapy related as the patient had an embolic stroke followed by a hemorrhagic stroke as a result of the treatment for the embolic stroke. The lvad was functioning normal. The equipment was disposed of.

Manufacturer narrative:
The attached user facility report 4500180000-2014-9001 was received from the (B)(6). The manufacturer was advised that the explanted lvad pump was disposed of and will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.